Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure while advancing the ruby coil through the microcatheter, the physician experienced resistance. The physician continued to advance the ruby coil and while advancing the ruby coil through the mid-shaft of the microcatheter, the ruby coil stopped advancing. The physician kinked the pusher assembly of the ruby coil and the coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed. It was reported that the ruby coil was flushed out of the microcatheter on the back table. The procedure was completed using seventeen coils (ruby coils and pod packing coils), and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. If the ruby coil is advanced against resistance, damage such as a kink may occur. Subsequent manipulation of a kinked pusher assembly may lead to a fracture, resulting in a detached embolization coil. Based on the reported event, the root cause of resistance could not be determined. The pusher assembly was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.